Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 48. On (B)(6)2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. There were no patient operativeor post-operative complications reported.